Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a syringe of an unspecified dermal filler had a ¿needle disengagement.¿ no other information was provided.